Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted due to a patient heart transplant. Cpi's analysis found that the device would not communicate with a programmer.